Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture, residue and debris on product. Visual inspection found no visible damage to the lens. There was fiber on lens. Dimensional and refractive verification was performed and the lens was found to be in specification. (B)(4)

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Refractive change overtime. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.50/+3.0/161 (sphere/cylinder/axis) in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to lens rotation not associated to a low vault, refractive surprise, refractive change overtime and transient loss of bcva. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.